Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using the infusion set trustee for 3 day¿s and cold insulin. Clinical support informed the customer that using the infusion set trustee for 3 day¿s and cold insulin is off label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose level ranged between 382 to 400 mg/dl.